Event description:
Customer reportedly obtained results of 30 mg/dl and 330 mg/dl on the aviva system within 10 minutes. No action taken based on results of meter. No adverse event reported. Requested return of suspect system and replacement was sent.